Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any hole, tear, or puncture in the primary package that compromised sterility? Any open or incomplete seal on the primary package that compromises sterility? Are there any photos for visual analysis?

Event description:
It was reported that a patient underwent an open reduction and internal fixation of left middle finger fracture procedure on (B)(6) 2022 and suture was used. When opening the package, the nurse found that the outer package was damaged and did not meet the sterility standard, so she replaced it with a new suture. The surgery was carried out normally. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2022 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: * any open or incomplete seal on the primary package that compromises sterility? * are there any photos for visual analysis? * was there any hole, tear, or puncture in the primary package that compromised sterility?¿¿according to the feedback of the sales representative, all the above answers are unknown. H3 investigational summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [packaging appearance] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.